Event description:
It was reported that the patient experienced increased pain intensity. Severity was note determined. No diagnostics were performed. The pump contained a mixture of dilaudid (4.0 mg/ml, 3.0028-5.0649mg/day), bupivacaine (40.0 mg/ml, 30.028-50.649mg/day), baclofen (500.0 mcg/ml, 375.35-633.12mcg/day), clonidine (200.0 mcg/ml, 150.14-253.25mcg/day), and droperidol (125.0 mcg/ml, 93.84-158.28mcg/day). A bolus (dilaudid 0.1250mg, bupivacaine 1.250mg, baclofen 15.62mcg, clonidine 6.25mcg, and droperidol 3.91mcg) was administered through the pump with no lasting effects of therapy on (B)(6)2010. The daily and bolus doses were also increased to dilaudid (4.0 mg/ml, 3.5069-5.8312mg/day), bupivacaine (40.0 mg/ml, 35.069-58.312mg/day), baclofen (500.0 mcg/ml, 438.36-728.90mcg/day), clonidine (200.0 mcg/ml, 175.34-291.56mcg/day), and droperidol (125.0 mcg/ml, 109.59-182.23mcg/day). The patient underwent surgery to splice the catheter on (B)(6)2010. The patient resolved sequela.

Manufacturer narrative:
(B)(4)